Event description:
Home pt (hp) reports leak in cassette of homechoice set. Leak noted when sys error alarm sounded on device during prime, prior to home pt connection. Home pt discontinued treatment and set up new supplies. Per home pt, no injury or med intervention.

Manufacturer narrative:
One used homechoice set was returned for evaluation. Visual inspection revealed a cut in the sheeting (machine side) above the rib of the cassette chamber. A leakage test was performed with leakage noted.